Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised. A 36 +2.5 biolox ceramic head, sleeve, and a 36e 0° poly insert were implanted.

Event description:
It was reported that the patient's right hip was revised. A 36 +2.5 biolox ceramic head, sleeve, and a 36e 0° poly insert were implanted.

Manufacturer narrative:
An event regarding revision of a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Additional devices were listed in this event after the initial submission: accolade plus tmzf hip stem #2; cat# 6021-0230; lot# 27204402. 32mm std lfit v40 head; cat# 6260-9-132; lot# 23018701. Trident psl ha cluster 52mm; cat# 542-11-52e; lot# 345mme. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mepkkj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.